Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert that indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant product: d314trg ICD, implanted: (B)(6) 2016.

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead exhibited high sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.